Manufacturer narrative:
Inspected vyrsa v1 si fusion set configurations and did not identify any other nonconforming set configurations.

Event description:
The vyrsa v1 si fusion system vyv1 implants and instruments set sent for the surgery did not include the required deployment instrument. The sales representative at the case was able to locate a deployment instrument and the surgery was successfully completed. However, the surgery time was extended 30 to 45 minutes longer than planned which resulted in the patient receiving low risk mac sedation anesthesia for a total of 90 minutes. Beyond the required additional sedation medication there was no harm to the patient.